Event description:
It was reported that the catheter was inserted in a pt with nka and gi tract cancer. Shortly after insertion, the pt became extremely hypotensive, his pulse dropped to 40 bpm, and he experienced upper body erythema. The catheter was removed after being in place for 20 minutes. After treatment with medications, the patient recovered. All arrowgard central venous catheters were removed from japanese hospitals in 9/1997. Apparently, this one was missed.